Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot; part # 314.743; synthes lot # 7312609; supplier lot # 7312609; release to warehouse date: 24 sep 2013. Supplier: (B)(4). No ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary complaint summary: it was reported that during an unknown surgery on an unknown date, a reamer/irrigator/aspirator (ria) drive shaft broke. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Flow: damage. Visual inspection: the drive shaft-minimum 520 mm length-for use with ria (part # 314.743, lot # 7312609, mfg # 24-sep-2013) was received at us cq with the distal portion of the shaft broken obliquely. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the inner diameter of the drive shaft at the fracture site was measured and is not within specification, it was very difficult to get the gauges pins to go through the broken portion of the device, it is likely that the distal tip was also bent when the breakage occurred. Document/specification review: conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibia shaft autograft surgery on (B)(6) 2020, a reamer/irrigator/aspirator (ria) drive shaft broke during insertion. There was no reported surgical delay. Procedure and patient outcome are unknown. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).